Event description:
It was reported to philips the device showed a pacer malfunction error message. There was no patient involvement.

Manufacturer narrative:
A philips remote service engineer (rse) assisted the customer via telephone. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time.